Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported during an atrial fibrillation ablation procedure, the physician noted fluid leaking below the handle of the catheter at the luer extension tube. There were no consequences to the pt.